Event description:
Customer reports various problems with info displayed on the multiview workstation: 1) heart rate display missing, but the curve is okay. 2) value for heart rate does not agree with the curve. 3) alarms from bed monitors sc9000...sc7000 are not displayed by the mvws.